Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. A micro label from the same lot was also provided. A photo was provided and reviewed. The photo shows the distal end of the device in vivo. A section of the distal coating appears to have separated and peeled from the wire guide, exposing the core wire. Our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of the coating has split and peeled exposing the core wire approximately 12.9 cm to 26.8cm from the distal end with partial socking of the coating noted 11.7 cm to 12.9cm from the distal end which was able to be unsocked. A portion of the coating, measure approximately 13.0 cm has peeled and detached from the core wire and was included in the return. No portion of the coating appears to be missing. The straight split lines with a shallow cut in the coating continuing from the split and peeled section was observed under magnification, evidence of potential scoring damage during manufacture contributing to the failure. Photos were exchanged with production leadership and manufacturing engineering on 06jan2025. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to manufacturing operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. A retraining has been performed for the operator involved in response to this occurrence. A corrective action (CAPA) was initiated to investigate device failure related to coating damage caused by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action (CAPA) was initiated to investigate device failure due to coating damage during the scoring process. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that after [the physician] flushed the wire guide lumen of stent device, and soaked the wire guide with gauze, user then advanced the metal stent through wire guide slowly to desired position, then slowly deployed the stent successfully, then user retracted the stent inner core and wire guide, while found resistance. After retraction, user detected there is a long section of wire guide coating peeled off and left inside patient's duodenum and inside metal stent. User took a snare device to remove the detached wire guide coating, and completed the procedure. The detached wire guide coating was removed with snare device. No further information was provided.